Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they need to get in contact with a medtronic representative in their area. Patient stated that the healthcare provider told them to contact a representative to get the implant replaced. Patient mentioned that the last time they tried to use the device, it hurt when they turned it on so they did not try to use the implant again; patient followed up saying that the implant jolted really bad and hurt them. Patient also mentioned that they got a message on the remote that the battery needed to be replaced. When asked for the event date, patient stated it was probably in 2021. When asked for managing hcp; patient stated they see dr. (B)(6) but have recently seen dr. (B)(6). Agent reviewed information and sent an email to the local mdt reps for visibility.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.